Manufacturer narrative:
Radiometer have requested for data logs for investigations. But this was not provided. Hence the root cause remains unknown.

Manufacturer narrative:
Date of incident is estimated.

Event description:
According to the complaint (B)(4), the abl90 flex analyzer (serial number: (B)(6) gave frequent 1070 error codes on the calcium results. The customer reports that this issue occurs every day.